Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon troubleshooting, the fse checked the system room and reviewed the error logs and found that there were multiple pcs in the system room and was able to confirm a software crash of the suite pc that controls the system. To resolve the issue, the fse performed a software reinstallation on the suite pc. Following the reinstallation of the software, the system was restored to proper working order, addressing the complaint satisfactorily. The system is now operational, and philips has resolved the issue effectively. The codes were updated based on the investigation outcome.